Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Experienced vistaseal user for years. How many times have they applied the laparoscopic tip? Has been using laparoscopic tip for years. Was a sales representative present during the case when the issue was experienced? Not during, but came post-issue to discuss w/ dr. Is the lot number provided (b4ydf0028) the same for the three damaged products? Yes. Was any leakage or product solution observed at the luer locks connection? No. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged device available? No. Additional information: the actual device batch number associated with this event is not known. The possible batch numbers are batch 2637828 and batch 2645307. Event related to mw # 2210968-2022-01341, mw # 2210968-2022-01342. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sleeve gastrectomy procedure on (B)(6) 2022 and a fibrin sealant preparation device was used. The gray caps on the unit were so tight they could not remove. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 type of investigation. Investigation summary : according to the nature of the incident, an investigation related to the tips (batch numbers 2637828 and 2645307) of the affected batch was requested. The investigation was focused on reviewing the results of the batch records for the batch of tips used, this includes the review of the entire manufacturing process and all the related tests performed. Indicates that all the components parts, including the luer lock (subject of this complaint) utilized for the involved batch met the established specifications and no issue or nonconformance were found which could be related to the mentioned notification. According to the results of the investigation provided by ethicon there is no evidence observed in the manufacturing procedure of the related tips which may be related to the incident reported. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The possible batch numbers are: batch 2637828: mfg date: june 03, 2020 - june 09, 2020, exp date: june 04, 2023. Batch 2645307 :mfg date: may 22, 2020 - may 28, 2020, may 23, 2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.